Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15677. The patient reported he feels stimulation after turning stimulation off. The sjm representative met with the patient and the patient continued to indicate he felt stimulation despite stimulation being off. Surgical intervention was undertaken and the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.